Event description:
Information received indicates, the head of the stretcher will not lower.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the patient required additional surgery following cochlear implant surgery; it is reported that the patient is doing well. (B)(4). (B)(4). Device remains implanted.

Event description:
Per the clinic, the patient was hospitalized due to surgical complications following cochlear implant surgery. It was reported that the patient is recovering well. Additional information has been requested but has not been made available as of the date of this report, august 12, 2010.